Event description:
It was reported that the ilet did not indicate charging despite a solid green light on the charger, with no beeps or on-screen charging icon, and the user confirmed correct placement without a case and tried multiple outlets; the charger later resumed normal function, and a replacement charger was shipped as a backup. Symptoms included no adverse clinical effects. Outcomes included no impact on health and no need for medical care. Investigation included remote troubleshooting with user confirmation of setup and power sources. Investigation of this case revealed a transient charging indication failure consistent with a charger or charging interface issue that self-resolved. It was concluded, based on previously established findings for similar reports, that the cause was likely an intermittent connection or transient malfunction of the charging system.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.